Event description:
It was reported that during a ptca treatment procedure involving a calcified and 100% stenotic lesion in the proximal portion of a somewhat tortuous rca, the maverick monorail balloon was suspected to have ruptured at 7 atm's on the initial inflation. The patient was asymptomatic during this event. A shinobi guidewire (size unk) and a 7f zuma2 sal guide catheter were also used in this case, but the type and size of introducer sheath and which inflation device was used are unk. Pt status is reported as 'good'.